Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed via log file analysis. The log files contained approximately 3 days of combined data (27apr2022, 21apr2024, 23apr2024 per timestamp). On 21apr2024 between 2:18:53 ¿ 3:18:51, several low speed hazard and pump stops were captured. These events were accompanied by fluctuating power values. Of note, the log file did not capture the driveline being disconnected from the controller before it was exchanged to the primary controller. This is consistent with a controller fault alarm activating and the controller entering backup mode. By design, the system controller does not record events while in backup mode. The returned heartmate ii system controller serial number (B)(6) was functionally tested and found to operate as intended during analysis. Atypical alarms and backup mode activating were not reproduced during testing. The controller was able to support pump function for an extended period of time. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed on (B)(6) 2024. On 21apr2024 at around 0300 the patient's left ventricular assist device (lvad) flows and pulsatility index (pi) were 0, the patient's mean arterial pressure (map) was 68, and the patient was alert and oriented. An lvad hum was reportedly heard. The system controller was exchanged, which brought the flows up[ to 5.0 for a short period of time, before returning to 0. The patient continued to be alert and oriented. Log files were submitted for review and captured 12 pump stops and 62 low speed advisories/hazards on 20apr2024 and 21apr2024. These events appear to only be occurring while the lvad is connected to the power module. The patient was hemodynamically stable just prior to the lvad losing flow. Labs revealed a lactate dehydrogenase (ldh) of 211 and plasma hemoglobin (phgb) of 8. There was no reported trauma to the driveline, and no areas of concern seen on the external driveline upon assessment. There were no drastic fluctuations in patient weight. The patient was on an ungrounded cable and x-rays had been ordered and obtained. Log files were submitted again for review for the patient's previous backup system controller which was noted to have had a controller fault. Interrogation did not reveal any faults. Also attached were log files for the primary system controller currently in use. It was noted that there did not appear to be any further issues since the patient was placed on an ungrounded cable. Log files for the old backup system controller captured 3 pump stops and 3 low speed advisories in one hour of data. The log files for the current primary system controller captured multiple backup batter fault alarms from connection at 5:17 am until 7:27 am when the alarms appeared to have resolved. There was a 'replace backup battery' alarm while the backup battery of the patient was being replaced due to nearing the expiration date. Log files were again sent for review and captured the transient backup battery fault alarm that was mentioned. It was noted that the patient was do not resuscitate (dnr) and did not wish to pursue a pump exchange. The patient had a percutaneous lead repair on 23mar2022 that did not resolve the patient's short to shield issue and the patient was sent home on an ungrounded cable with power module after the patient's options were presented to him, captured under (B)(4). Related manufacturer reference number: 2916596-2024-02588 (pump).